Manufacturer narrative:
No conclusions can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system's connector cable between the c-arm and the work station would not work and needed to be replaced as the system would not start. No pt injury was reported.